Manufacturer narrative:
The reported event is associated with a clinical trial (B)(4) conducted under an investigational device exemption (ide). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, following a soft neuro tissue ablation procedure, an asymptomatic visual field deficit was observed. It was noted that the patient had no complaint of the issue and that it was not detected on confrontation testing. It was noted that the issue was detected on the formal visual field testing. It was reported that the issue was found to be in relation to the ablation system but not the procedure. Additionally, it was reported that additional humpreys vftesting identified the issue was a left superior visual field deficit.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that the asymptomatic partial visual field cut was not expected to resolve. The event was unresolved at the time of study exit. It was reported that the event was related to the thermal therapy system.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue was a left partial quadrantanopia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the patient experienced a left partial hemianopia. It was noted that the was a mild partial hemianopia affecting the left superior most part of the visual field in each eye.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the issue was a mild partial quadrantanopia.